Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with a non-sustained rv oversensing alert, which observed to be loss of capture. The lead had pulled back through the tricuspid valve via review of diagnostic imaging. The lead was extracted and a new lead was successfully implanted. The patient did not experience any adverse consequences from the oversensing, and was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.